Event description:
Analysis of the opened but unused generator was completed. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. No obstructions were observed in the header lead cavity or the connector blocks. A bench in-line lead fully inserted into the pulse generator header (past the negative connector block). There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
.

Event description:
It was reported that during prophylactic generator replacement surgery (B)(6) 2015, the surgeon was unable to fully insert the lead pin past the connector block of the replacement generator despite several attempts. No obstructions were seen in the connector block. The surgeon loosened the setscrew and attempted to reinsert the lead pin; however, he was unable to insert the lead pin past the connector block. The set screw was tightened and system diagnostic results showed high impedance (impedance value >= 10,000 ohms). The surgeon disconnected the lead pin from the replacement generator and reinserted the lead pin back into the explanted generator without any issues. The surgeon elected to use another generator for the replacement and completed the procedure. The opened but unused generator has been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative and/or corrected data; corrected data: inadvertently did not include the UDI on the initial report.

Event description:
Further information was received from the conclusion of a preliminary investigation into field complaints related to insertion difficulties reported during vns implant surgery. It was revealed that the lead assembly document in certain manufacturing facilities allows to wet the connector in di water or the manufacturer's treated water lubrication, if required. While this is not a common practice during the assembly process at the main facility, it is suspected that a secondary facility potentially used di water to lubricate in cases of excessive insertion force during functional tests. The large o-ring boot diameter of 0.128 inches is critical and has a direct impact on the maximum insertion force. Any measurement close to assembly specification of 0.135 maximum may cause insertion difficulty. The device history of the lead that could not be inserted into the suspected generator was reviewed. It showed that the lead was likely not subjected to the di water lubrication procedure based on the location of assembly. It also showed that it passed all quality inspections prior to being released for distribution. The device history of the generator was also reviewed and it also passed all quality inspections prior to being released for distribution. Without product analysis on the lead, the dimensions of the o-ring could not be determined so it was not known whether it was affected by the procedures found in the preliminary investigation. No additional relevant information has been received to date.